Manufacturer narrative:
The suspect device was not returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Customer reports the wire had issue advancing into the right inferior pulmonary vein (ripv). The doctor decided to pull out wire to investigate and noticed issue with the wire. Upon inspection it was decided to not continue the use of the wire (tissue damage).